Event description:
During procedure, surgeon attempted to use ligaclip er320. It wouldn't pre-load and spit out the clip when handle released instead of clipping onto tissue. A new er320 was obtained which worked correctly and the case proceeded without incident.